Manufacturer narrative:
No button error alarms noted. No button response due to moisture damage on keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that, at first, the keypad was sticking, and, after running a self test, the customer received a button error alarm. The customer's blood glucose was 120 mg/dl. Troubleshooting was done. The customer stated that the insulin pump may have been exposed to moisture. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.